Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested due to non-capture concerns on this pacemaker system, however it was unclear whether atrial or ventricular non-capture was alleged. Technical services (ts) explained mode switching from aai to ddd in stored rhythmiq episodes. The ventricular rate slowed prior to returning to ddd pacing, which may have appeared similar to non-capture. The health care professional (hcp) requested that a field representative come to clinic to perform device interrogation and confirm pacing capture thresholds for both leads. It was noted that the patient presented to the hospital with chest pain, and had a cardiac catheterization earlier that day. This pacemaker system remains in service. No adverse patient effects were reported.